Event description:
Pt complained of pain and numbness. Images showed two fluid collection areas in the anterior lateral extradural space. Revision surgery the next day to drain fluid collection areas and found the fluid was enclosed in a wall or membrane. A piece of the membrane was removed. The second fluid filled sac was drained and removed. Pt's ability to walk returned after surgery.